Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had an inaccurate insulin gauge. The customer attempted to reload a new cartridge and received an inaccurate fill estimate. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.